Event description:
A malfunction on the pump was reported by the caller. There was no reported adverse impact to the customer¿s blood glucose level. Customer services provided pump reset information and assisted in resetting the pump, after which no recurrence of the malfunction code was observed. The customer was advised to continue using the pump and to contact support again if the issue recurred.